Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
During testing a ¿did not work¿ condition was confirmed as the returned unit did not activate during the operational simulation performed. However, even though no signs of smoke or overheating was confirmed nor could be replicated during testing of the returned unit, a possible contributor that could have caused a unit¿s malfunction during surgery was observed. Saline water residue was observed inside the handle¿s electrical connections which are indicative of water ingression during surgery. The unit was inspected to identify the fluid ingress point. Water was injected through the different joints of the probe where it is possible for the water to reach the inside of the handle. One of the possible water ingress points identified was through the joint of the wand and the handle¿s core assembly. After the unit was dissected it was observed that within the core area where the outer lumen is glued to the core, there was a small area where it seems like the glue applied was not evenly spread. Another possible ingression points that cannot be ruled out is through the suction tube¿s and communication cable¿s outlets, orifices located on the bottom of the handle. According to the instructions for use for the serfas energy probes, the tip of the probe is intended to be immersed in saline water and not the rest probe. While the saline water reached the inside of the handle, accessing the electrical connections, pc board and button actuators inside the handle, the water presence inside the handle damaged the internal circuitry and provided an energy path in between the electrical connections and even though the buttons might not be pressed at the moment, a continuous activation condition may have been observed, which could also explain the smoke reported to be coming out of the wand. No further details were provided regarding how the surgeon felt the shock, however, the handle would have provided a barrier for any electrical energy to be transferred to the user¿s hand. It is possible that the surgeon felt static energy while the probe was in contact with another metal energized object. Therefore, the most probable root cause identified for the unit¿s malfunction during surgery is water ingression due to a possible manufacturing related defect as well as a possible misuse of the probe. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the wand got hot, began to smoke and shocked the surgeon.

Event description:
It was reported that the wand got hot, began to smoke and shocked the surgeon.